Event description:
It was repported by the rn in the doctors office that during a tvt procedure the tvt tape snagged as it was being pulled through the suprapubic incision. The incision needed to be enlarged to complete the procedure and silk sutures was used to secure the tape to the needles. There were no adverse pt consequences reported.